Event description:
It was reported that a labeling issue occurred. A 300cm straight tip v-14 control wire was selected for lower extremity angioplasty. However, upon unpacking, it was noted that the taper tip on the guidewire was much longer that what was indicated in the package. The procedure was completed using a 300cm savion guidewire. No patient complications were reported.